Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, d10, g3, g1(contact person ¿ mfg site), g6, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11. Getinge representative learned that the device automatically shut down during the transfer from the catheter room to the ccu. After the patient was transferred to the ccu, the ac power was plugged in and the device was restarted. The machine functioned normally and no casualties were caused. Afterwards, the agent engineer inspected and repaired the device, replaced the power module, fixed the fault, and tested the function normally. Patient involvement was there, no injury information reported. Getinge representative learned that the device automatically shut down through telephone communication. The ac power was plugged in and the device was restarted. Afterwards, the agent engineer inspected and repaired the device. Therefore, the root cause is impossible to define.

Event description:
It was reported that during use on the patient cardiosave intra aortic balloon pump(iabp), powered off and shut down. There was no harm or injury reported.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.